Manufacturer narrative:
(B)(4). A boston scientific technical services consultant had discussed that leaving a portion of guide wire within the lead was off-label use and the effect of having the wire in the lead could not be known. Boston scientific received additional information. An alert was noted in the patient's remote monitoring system for a high, out-of-range lv pacing impedance measurement of greater than 2,000 ohms. The patient was seen at the hospital the following day. Lead testing found impedance measurements between 700-1,000 ohms. An x-ray was performed, but no lead issues were observed. It was noted that when the patient changed positions, the lv pacing impedance measurement was greater than 2,000 ohms. Noise was reproduced during pocket manipulation. A lead fracture was suspected. It was not known whether the retained guide wire had caused the noise, impedance issue, or potential fracture. The physician planned to continue monitoring the lead.

Manufacturer narrative:
(B)(4). Boston scientific received new information that this lv lead continued to exhibit pacing impedance measurements of greater than 2,000 ohms. Noise was observed on the lead, and the lv pacing threshold measurements had also increased, to more than 6.5v in both unipolar and bipolar configurations. At a higher pacing output, the patient experienced diaphragmatic stimulation. Therefore, the device was reprogrammed to pace in the rv only. The physician will monitor the patient¿s heart failure progress and determine at a later date if the lv lead will be replaced. The lead remains implanted but not in use.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that at a routine follow-up, noise was observed on the left ventricular (lv) lead. The noise was oversensed, resulting in inhibited lv pacing. All lead measurements were within normal range. It was reported that during the implant procedure, the physician had intentionally retained a portion of the guide wire in the lv lead, to maintain position. An x-ray showed that the lead had not moved. The physician did not believe the guide wire to be the cause of the noise. No adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the lead was not electrically continuous and an x-ray of the lead verified it was fractured at 43.7 cm, 46.9 cm, and 65.5 cm from the terminal pin. The x-ray also showed the portion of guide wire retained within the lead was located in the region 40-76 cm from the terminal pin. The wire appeared to have several bends in it and it was at the location of each bend that the lead had become fractured.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received additional information. This lv lead was explanted during a device replacement procedure. No new lead was implanted as the patient's cardiac resynchronization therapy defibrillator (crt-d) was replaced with an implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.